Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported motor rate error was evidenced in the event history log (ehl). An occlusion test was performed. The reported issue occurred due to a combination of issues with the motor assembly, worm gear, lead screw and clutch halves. These components were found to be old, dirty, and worn (from normal wear). Normal wear and tear was established as the root cause of the product problem. The aforementioned worn components were replaced.

Event description:
It was reported that the medfusion pump exhibited a motor rate error. No patient injury or complications were reported in relation to this event.